Manufacturer narrative:
Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. System check was performed by tandem technical support and no issues were discovered. Reportedly the customer is using ademlog insulin and not preforming the air removal step. Tandem technical support informated the customer that using ademlog and not performing the air removal step is off-label per the tandem user guide. Customer blood glucose read "high" on the cgm with trace ketone. Elevated blood glucose was addressed by a manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin delivery.